Event description:
The patient reported poor communication with the patient programmer (pp). The recharger was not able to communicate. The last time the patient felt stimulation was a few weeks ago. The last successful charge session was a couple weeks ago. It was further stated that the patient was not able to connect with the recharger since the past several days. The patient has not been able to connect with the pp since the day of this report. The patient reported via the company representative (rep) a week later that there was a possible overdischarge. The patient's pain pump was relieving the majority of his pain, so he did not use the implantable neurostimulator (ins) as frequently post-pump implant. The patient also stated that he felt a shocking sensation when moved and attributed that to not using the ins as well. Troubleshooting was performed. The antenna locator was used and a physician mode recharge (pmr) was performed for 20-30 minutes after which the a power on reset (por) occurred. The patient was able to charge with full coupling. The issue was not resolved at the time of this report. The patient was going to call the rep when he is fully charged to schedule a time to clear the por. No surgical intervention occurred, nor was planned. The patient reported ten days later that to avoid occasional shock when reaching or stretching, the patient used the pump more. The rep had educated that patient. The patient was working close with the rep to resolve any issues. The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.